Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). The complainant indicated that the device was passed by the patient and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rxstent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure with stent placement in the common bile duct (cbd) two weeks before (B)(6) 2013. According to the complainant, the indication for stent placement was due to biliary stone disease and there was no lesion. Reportedly, the patient did not have tortuous anatomy. There were no issues during the stent placement procedure. During a scheduled stent removal procedure on (B)(6) 2013, the physician noted that the stent had migrated out of the bile duct and out of site. A x-ray was performed and the physician determined the stent had been passed by the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok".